Manufacturer narrative:
Date of report: 12jun2019. Date received by manufacturer: 29may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to pull the plug at the air inlet and the patient outlet and perform the high-pressure leak test. The customer firmly seated the (data acquisition) da (motor controller) mc cable to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (b)(6 2019. Date of this report: 23may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit failed the system leak test performance verification test (test 2). No patient or user harm was reported.